Event description:
Instrument placed into robotic. Noticed the wires were broken, the device was removed and replaced. All pieces intact and the equipment saved. No harm to the patient.device #1is this a laboratory device or laboratory test?no.